Event description:
It was reported that when charging implantable neurostimulator it makes the handset and communicator drain to 0 and it "wouldn't connect". They said it takes an hour to charge implant in their body. Patient reset phone and communicator during the call, and they were able to connect successfully. Additional info received from patient that their handset continues to rapidly deplete. Agent submitted request to repair to replace handset. Patient called back and stated that they had received the replacement handset. Agent walked patient through accessing mystim rc. Patient was able to see the therapy screen. Patient will call back if further assistance is needed. Patient called back stating that they received the replacement equipment, but they did not receive a return shipping label. Agent sent a request to repair to replace the return shipping label. Additional info received from patient that their handset was recently replaced, but the issue has still been ongoing for about a week. Patient mentioned that each time they charge their implant, the handset battery drains down to 0, and when they charge the handset, the implant battery drains. Patient noted that they had charged their implant to 100% yesterday before going to bed, but today the battery had dropped to 30%. They added that their therapy settings have not changed since they received the device. Agent reviewed the battery duration. The patient was redirected to their healthcare provider and rep for in-person troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.